Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition. No body fluids were noted or evidence of usage. The device was tested with a generator and gave an error code 5. Further analysis, the device was disassembled and no anomalies were found inside the instrument. No conclusion could be reached as to what may have caused an error code 5. Due to the error code 5 encountered, it cannot be confirmed if there were temperature issues. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an axillary dissection procedure, the device seemed to be hotter than normal, charred the tissue more than normal and did not cool down. The device was retorqued, retested and then received error code. The tissue that was charred was being cut away and the patient encountered no burn. Cautery was used to complete the case. No adverse patient consequence was reported.